Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on login screen and required password. A technical support specialist (tss) called the customer to confirm that the station was usable and that login was working. The customer tested and confirmed successful login. Tss then dialed into the station and logged in as carefusion admin and performed a reboot. The station came back up normally after the reboot, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had device stuck on login screen requested password. Station displayed a message indicating that the tower had failed, customer troubleshooted with reboot which resulted in the user being logged out and prompted to re-enter login credentials. After restarting, the station remained on the cfnapp and cnfadmin login screen, and the pyxis application did not launch despite the reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.